Event description:
The patient reported that their stimulation felt strong sometimes, and they experienced pain in their back. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)